Event description:
The customer reported that the 9900 system displayed a security error message and would not produce an x-ray. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The hand switch was replaced. The system was tested and operates as intended.